Event description:
The pt's symptoms were worse. It was thought that the battery was depleted and the device was replaced. The ins read normal. The settings were 5.8v, 270 pulse width, 130hz, continuous, 24hrs/day. Electrode configuration: 1-, 2+, 3-. It was felt that there was a "possible longevity mismatch". Further info is being requested from the hcp.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.